Event description:
It was reported that the sharps coll mx 1.4l red had no label on it. The following information was provided by the initial reporter, translated from spanish to english: "container without marking label."

Manufacturer narrative:
H6: investigation summary: making the comparison between the image of the approved drawing against the photographic sample of the client, we can conclude that, in the image shown sent by the client, one of the polished faces of the container can be observed, however, due to the position of the lid fastener and that in this the hanger is not observed the image does not show the smooth right side on which the label should be placed. Also, the photographs received does not show the 4 sides of the container, however only one label is placed on the product. The defect was not confirmed therefore there is no root cause, at this time, no corrective actions are necessary.nfurthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the sharps coll mx 1.4l red had no label on it. The following information was provided by the initial reporter, translated from (B)(6) to english: "container without marking label."